Manufacturer narrative:
(B)(4). The returned device was evaluated and found to have insufficient single board computer (sbc) printed circuit board (pcb) memory; causing the ventilator to experience a "system error" alarm.

Event description:
Covidien received information stating that during patient use the ht70 plus ventilator generated a "system error" alarm. The patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4).